Event description:
Patient implanted with a margron-dtc hip replacement system experienced hip pain >3.5 years postoperatively. The dtc femoral stem was found to be aseptically loose. As a remedial action, the implant was successfully revised. Given the duration of the primary implant, other existing medical conditions and medications are likely to have contributed to the loosening of the stem. The explanted devices were not returned to the manufacturer and examination was not possible to determine the cause of the failure. Device history records for the stem and neck are complete and conforming to approved design and manufacturing specifications.

Manufacturer narrative:
The femoral stem was found to be aseptically loose during the revision surgery. The patient had also been diagnosed with auto immune disease. As the disease came into existence postoperatively (primary), including medication and manic behavior, these factors could have played a contributing role in the loosening of the femoral stem. Also, given the life of the implant, it is likely to have been well imbedded after >2 years. It should also be noted, that the patient was prescribed steroids. Generally, steroids are not prescribed for patients with prostheses, as they are known to cause osteoporosis. In this case, steroids may have been administered as the best available course of treatment. As precautionary measure, portland has taken the margron dtc system off the market in the USA pending further evaluation of the device and events, except for cases in which margron specific tools and components are necessary to perform revision on a margron implant.